Event description:
The customer reported that the central nurse's station (cns) is in communication loss (comm loss) with two bedside monitors (bsm's). There was no patient injury reported.

Manufacturer narrative:
The customer reported that the central nurse's station (cns) is in communication loss (comm loss) with two bedside monitors (bsm's). Technical support (ts) troubleshot the issue with the customer and everything seemed to be well connected and/or plugged. The customer will check with their it department and report back if there's anything going on. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.